Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the s1 lead was explanted and replaced. Postoperatively effective therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01844. It was reported patient experienced ineffective therapy. X-rays indicated the s1 lead had migrated towards the battery and surgical intervention is expected to address the issue.